Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2025, it was reported that the patient was receiving an urgent low alert, but did not experience symptoms at that time. The patient self-treated with eating but the cgm reading was only dropping. When the cgm reading had dropped to 40 mg/dl, the patient took a fingerstick, and the blood glucose reading was 600 mg/dl. No specific symptoms were reported, but the patient went to the hospital. At the hospital the blood glucose reading was measured to be 800 mg/dl, and the patient would have been diagnosed with diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids. The patient was discharged after 3 to 4 hours. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. At the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.